Event description:
Reference MDR#1219856-2014-00237 for the first event involving the same. It was reported via a call from the cardiac cath lab (ccl) rn to the clinical support specialist (css) on (B)(6) 2014 at 10:14pm est that the rn was calling due to helium loss 2 alarms every 1 to 2 minutes with a second intra-aortic balloon (iab) inserted. Patient with 80% left, main disease and is on a low dose of dopamine and levophed. The rn stated the patient was brought back down to the ccl this evening to replace the first iab. Upon insertion of the second iab-05840-lws, helium loss 2 alarms started to occur immediately after insertion. This iab was inserted without a sheath via femoral artery and the hemostasis device was in use. Audible iab alarms when call returned. The rn verified there was no blood in the driveline tubing, all connections were secure, there are no visible kinks and there was no ectopy. The css instructed the rn to remove volume and alarms occurred quickly again at 38cc. When the css explained decreasing the volume at increments the rn said "how long can it take, I don't have time to do this." The rn decreased the volume to 28cc with pump in 1:2 assist ratio. The helium loss 2 alarm occurred within 1 minute. The css was explaining how to do a helium leak test and the rn said "the doctor already pulled the iab out and is replacing it." The css waited on phone while the third iab was inserted. The css heard the tones for the zero process. The iab was inserted without difficulty. The volume was returned to 40cc and 1:1 assist ratio and there were no further alarms. Per the css the last 2 iab's were inserted via the same insertion site. The css requested both iab's be saved for return for analysis. There were pump strips generated and an x-ray performed; not available for review. There was no report of patient death, complications or injury. Additional information stated that the css called the intensive care unit and spoke with the male rn who was caring for this patient currently. The rn said the intra-aortic balloon pump (iabp) has been pumping with no issues since the iab was replaced last evening.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: returned for evaluation was a 40cc 8.0fr iab fiberoptix sensor (fos) assembly. Blood was noted on the body of the catheter and balloon. The teflon sheath was noted 4.7cm from the distal tip. A kink likely caused by the returned packaging was noted 25.5cm from the distal tip. The fos connector and cal key wer examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post was centered. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds 5 separate times. The fos and cal key were connected to the iabp and recognized. The fos zeroed and displayed an "ok" status. The iab was submerged in water and leak tested. The unit failed the leak test. No holes or leaks were detected on the bladder membrane. Air bubbles were noted exiting the fos blue clamshell housing. The bifurcate was cross-sectioned and it was noted that the fos fiber was not completely bonded. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was encountered 57.0cm from the distal end of the injection lumen. The swg was able to advance; blood exited with the swg. The swg was back loaded through the iab distal tip. Resistance was encountered 25.5cm from the distal tip. The swg was able to advance; blood exited with the swg. The catheter was able to be aspirated an flushed. Blood exited the catheter while being flushed. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss is confirmed. A leak was located at the bifurcate-fos junction. The fos pathway was not completely bonded allowing helium to travel through the bifurcate and escape via the fos connector. Non-conformance (B)(4) is currently open to further investigate this issue.